Event description:
It was reported that noise was present on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that noise oversensing was noted on the rv lead. No changes or intervention was performed. The rv lead will continue to be monitored. There were no patient consequences.

Event description:
New information received reported that the physician suspected that the over-sensed noise was caused by a loose set screw on the implantable cardioverter defibrillator (ICD). The patient presented for an explant procedure. Prior the procedure, failure to capture and high pacing impedance were noted on the ICD and right ventricular lead. The physician elected to capped and replaced the ventricular lead on (B)(6) 2025. The device was explanted and replaced as well. The patient condition was stable.